Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fiber was observed inside an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. No ingredient was observed to have contributed to the fiber in the final tpn bags. This was noted prior to patient use. There was no patient involvement. No additional information is available.